Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the monitoring report noted oversensing on the atrial channel of a high frequency signal on the right atrial (ra) lead. It was noted that it did not appear to influence device behavior. The lead remains in use. No patient complications have been reported as a result of this event.